Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for a device and lead implant. Upon connecting the right atrial lead to the device, loss of sensing and low pacing lead impedance was noted. The lead was not used and a new lead was implanted. The patient was stable throughout the procedure.